Event description:
Title: marquette EKG machine. The pt was admitted to the hospital in 2002 in atrial fibrillation. They were placed on an EKG monitor with 10 leads. Leads v1 and la (left arm) were inserted into the wrong connector on the transducer, actually reversed. With incorrect lead placement, the EKG suggested ischemic changes in the pt, though the pt did not actually have ischemic changes. Treatment with heparin infusion and aspirin was begun after EKG changes were noted. However, the heparin infusion was most likely initated because the pt was in atrial fibrillation. They did not have a cardiac cath that showed "clean coronaries" and then had a pacemaker inserted in 2002 due to the atrial fibrillation. The heparin was continued for 24 hours, but the pt did not have any untoward effects. The heparin was dicontinued due to the need for pacemaker placement that requires anticoagulation be stopped. Other than plavix, the anticoagulation was not restarted and was to be discussed with the pt's primary care physician. The pt's hospitalization was not prolonged. Regarding the equipment, the company provided a 10-15 minutes inservice to nursing and support staff. The training did address proper lead placement, including the color coding at the distal portion of the lead. Each lead has color coding and is labeled with placement (v1, v2, etc). However, the proximal portion of each lead is removable from the housing. At the point of removal, all leads are the same color without identification of placement. It was at this point that the leads were switched, so that the v1 distal lead was properly attached to the pt in the v1 position, but the proximal lead was placed into the left arm position at the manifold and the left arm proximal connection was in the v1 slot.

Event description:
Current labeling for the device, including how each lead is color coded to avoid errors. Included with this response: mac 5000 resting egg analysis system operator's manual, revision b, pn 2000657-057. See pages 2-10 to 2-11 acquisition module and lead labels, see pages 3-4 to 3-10 apply the electrodes. Mac 5000 service manual, revision d, pn 2000657-019. Cam-14 acquisition module field service manual, revision c, pn 421315-00112sl egg analysis with age & gender specific criteria physician's guide, revision a, pn 416791-004. Picture #1 cam-14 acquisition module with 14 lead aha lead label and the distal portion of the universal leadwires.picture #2 cam-14 acquisition module with 14 lead aha lead label with both distal portion and proximal portion of the universal leadwires. Proximal end of universal leadwire with a labeled color coded 4mm pin leadwire adaptor. Picture #3 proximal of the universal leadwire with a labeled color coded 4mm pin leadwire adaptor. Picture #4 cam-14 acquisition module serial number label picture #5 mac 5000 picture #6 mac 5000 serial number labelcardiology & patient monitoring supplies catalog see pages 23-38 for universal leadwires and labeled color coded adapters. Proximal portion of each lead is removable. The universal leadwires can be made into any lead of three basic types by using the various adaptors on the end of the leadwires. The various options for leadwire color coded adaptors are the 4mm pin, stress grabber, or mactrode clip. Each of the various leadwire color coded adaptors are removable. All leads are the same color without identification of placement. The universal leadwires are the same color. The universal leadwires are an interchangeable part, but they cannot be utilized without the addition of a color coded adaptor. Color coding does exist in the current product leadwire adaptors. Co was a prototype version that will be option available to its customers. The prototype does not have interchanges parts. The prototype version is still currently in design verification. Picture #7, #8 and #9 demonstrate the prototype. Picture #7 is a prototype cam-14 acquistion module 14 lead aha lead label with color coding and the distal portion of the leadwire with color coding. Picture #8 is a prototype cam-14 acquistion module 14 lead aha lead label with color coding, the distal portion of the leadwire with color coding, and the proximal portion of the leadwire with a color coded non-removable 4mm pin adaptor. Picture #9 is a prototype proximal portion of the leadwire with color coded non-removable 4mm pin adapter close up.